Event description:
The ultrasound handpiece had inconsistent power during surgery. Extra pressure on the nucleolus of the eye caused a complication requiring a vitrectomy. The pt was referred to a retinal specialist for another procedure.